Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Additional information: the product was returned. Visual examination confirms the inferior tang is broken; the broken piece is missing and not returned for analysis. Fracture initiation appears to be located at the base of the tang, consistent with bend stress overload. Optical examination of the fracture surface reveals a fairly quasi-ductile fracture, with no indication of fatigue. The above observations are consistent with bend stress overload.

Event description:
It was reported that a patient underwent tlif at l4-s1. During the surgery, it was observed that the tip of the inserter broke off. No fragment of the implant or instrument is remaining in the patient. There were no patient complications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.